Event description:
The account alleges that when they run the hi/low down and release the hi/low down button, the hi/low then runs back up on its own.

Manufacturer narrative:
The technician replaced the head and foot hi/low columns and the motor control board, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until were are current.